Event description:
It was reported that this right ventricular (rv) lead exhibited intrinsic amplitude out of range. Upon checking in lat nxt, there were no values present in trend. Boston scientific technical services (ts) discussed that this is a result of 21-hour daily measurement and 24-hour trend window timing. There was no under sensing noted. Several months later, the patient went for a floor check at the hospital as the right atrial (ra) lead showed no capture at max output in aai. The rv lead also showed high pacing thresholds. A chest x ray (cxr) was ordered to confirm if the leads were dislodged as the patient was hospitalized due to a cerebrovascular accident (cva) due to a fall with brain damage. The cxr revealed the ra lead dislodged and the rv lead pulled back but still capturing in the rv. The patient has history of drug use. The physician requested device be programmed to vvi with tachy therapy set to monitor only. Both leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.